Manufacturer narrative:
Contact between pump and skin for an extended period will result in burns. The hazard is accounted for in the device's risk management file. Accessories, instructions and training are provided specifically to prevent this type of injury.

Event description:
Patient received second degree burn that required treatment resulting from prolonged, direct contact between the pump and skin.